Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose level of 1260 mg/dl and unspecified injury. The customer was treated with manual injections and at the time of the report with tandem technical support (cts), the customer was still admitted to the hospital. Reportedly, the customer alleged that the pump ¿exploded¿. Customer declined to give further information and declined troubleshooting, therefore the root cause could not be confirmed.